Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found 2 tip and plunger clamps that needed to be replaced in the reported problem area of the pipette assembly, and the x-arm over the secondary and reagent racks needed to be recalibrated. The plunger and tip clamps were replaced, and the x-arm was recalibrated. The instrument was inspected, tested without further problem, and returned to service.